Manufacturer narrative:
B5 updated.

Event description:
It was reported that balloon ruptured occurred. A 15mm x 3.50mm wolverine coronary cutting balloon was selected for treatment. After opening the package, it was noted that the balloon was not properly wrapped, upon closer inspection, it was torn. The procedure was completed with another of same device. There were no patient complications. It was further reported that there was resistance during removing the balloon protector that caused the balloon to stretch and when negative pressure was applied outside the body, the balloon rupture was confirmed.

Event description:
It was reported that balloon ruptured occurred. A 15mm x 3.50mm wolverine coronary cutting balloon was selected for treatment. After opening the package, it was noted that the balloon was not properly wrapped, upon closer inspection, it was torn. The procedure was completed with another of same device. There were no patient complications.